Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. At the time of this report, the patient had not recovered from the peritonitis. The action taken with dianeal therapy was not reported. Additional information was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.